Manufacturer narrative:
Batch review performed on 01 october 2021. Lot 167881: (B)(4) items manufactured and released on 21-feb-2017. Expiration date: 2022-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 3 years and 4 months after the primary the patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully.